Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient had an annulus measuring between a 23 and 26 mm valve with calcium on the non-coronary cusp (ncc) that contributed to the valve dislodgement. The deployment starting point was at the bottom of the pigtail. The valve was deployed at an implant depth of 3 mm on the ncc and 0 mm on the left coronary cusp (lcc) and dislodged aortic. A non-medtronic guidewire was used during the procedure.

Event description:
It was reported that during the attempted implant of a transcatheter valve, upon the first deployment attempt, the valve dislodged and was subsequently recaptured. However, the valve could not be fully recaptured, and a new valve and new system were used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10:  product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.